Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the wound around the right burr hole cap would not heal properly. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the physician closed the wound.

Manufacturer narrative:
A4 - patient weight should have been 180 and patient weight units should have been pound(s).